Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. The noise was suspected to be related to myopotentials. Additionally, low shock impedance measurements of 29 ohms were observed. Review of stored device data also noted decreased signal amplitude measurements that resulted in the smartpass feature becoming disabled. Subsequently, an additional inappropriate shock was delivered due to atrial fibrillation (af) with double counting of the af waves. The patient was noted to be on dialysis treatment. Technical services (ts) discussed potential programming and troubleshooting options. No adverse patient effects were reported. This device remains in service.